Event description:
It was reported that the device exhibited alert messages for low hv lead impedance and possible output circuit damage. There was one vf episode when the patient received therapy but it did not convert the patient. Subsequent therapies were aborted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was returned in two pieces. One piece had an insulation abrasion and both rv cables were exposed and melted. The location of the abrasion is consistent with that occurring due to friction to the ICD can.